Event description:
Customer reported that she was hospitalized due to not receiving the sensor's on time. The blood glucose was high at the time of admission. Customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge